Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. Reportedly, the customer reverted to manual injections as alternate insulin therapy.